Event description:
Same case as: 2134265-2009-01982, 2134265-2009-01985, 2134265-2009-01986. It was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis and pt death occurred. The lesions were very complex and diffused with two previously stented bifurcations in the left main trunk (lmt) to the left anterior descending (lad) and the lmt to the circumflex (cx), 50mm and 55mm in length. When predilating the diagonal lesion with a 2.5mm non-bsc balloon, the balloon ruptured due to contact with the edge of a previously implanted non-bsc stent. An unk size non-bsc balloon was used to predilate, inflated to 18-22 atms. A 2.50x16mm taxus liberte stent was deployed in the diagonal, at 12 atms for 20 seconds, and post dilated with an unk balloon, inflated to 16 atms for 20 seconds. The lmt to proximal lad was predilated with a 3.0mm non-bsc balloon. A 2.50x24mm taxus liberte stent was deployed in the lad, at 12atms for 20 seconds, and post dilated with an unk balloon, inflated to 16 atms for 15 seconds. The cx was predilated with an unk balloon. A 2.5x18mm and 2.5x23mm non-bsc stent were deployed overlapping in the distal cx. A 3.00x32mm taxus liberte stent was deployed in the cx, at 16 atms for 10 seconds, and post dilated with an unk balloon, inflated to 20 atms for 10 seconds. A kissing balloon technique was used to further dilate the taxus liberte stents. The stent placed in diagonal was not fully expanded in the proximal portion, so a 2.75x20mm taxus liberte was deployed at 14 atm for 30 seconds and post dilated with an unk balloon at 22 atm for 10 seconds. Ivus was performed and found the stents were well apposed and there were no gaps between the stents. When the physician attempted to ivus the cx, the catheter was unable to cross the lesion. Five days post, the deployment of the taxus liberte stents, the pt experienced chest pain and went into cardio-respiratory arrest during cardiac rehabilitation exercise. When angiography was performed, total occlusion was identified in the lm, in the location of the 3.00x32mm taxus liberte stent. A white colored thrombus was aspirated from lad and cx and an intra-aortic balloon pump (iabp) was inserted. The pt was also placed on percutaneous cardiopulmonary support pcps plain old balloon angioplasty (poba) was performed with a 3.5x15mm non-bsc balloon, inflated up to 12 atms for 20 seconds in the lad and up to 6 atms for 15 seconds in cx. Then, lesions were dilated with a 3.0x30mm quantum maverick balloon and a 3.5x15mm balloon, up to 6 atms. Additional dilatations were done in the distal cx 3.0x30mm quantum maverick balloon, up to 10 atms, to complete the procedure. The pt's progress became stable and pcps was removed two days later. The pt's blood pressure had been stable under iabp. However, the pt's blood pressure suddenly decreased at around 7 pm on the same day. The pt went into shock. Although emergency rescue action was taken, pt death occurred. It is the physician's opinion that the taxus liberte stents were not related to the death directly.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.